Event description:
Reporter indicated a patient had the vns generator explanted due to infection on (B)(6) 2011. The patient later had the vns lead explanted on (B)(6) 2011. The infection has cleared and the patient will likely be reimplanted with a new vns generator and lead in the future. The patient had previous vns generator replacement surgery on (B)(6) 2011. Attempts for further information are in progress.

Event description:
Reporter indicated the patient had an infection at both the vns lead and generator sites, and the cause of the infection as felt to be the patient's body rejecting the device. Cultures of the incisions were negative for (B)(6). Clindamycin antibiotics were given prior to explanting the vns, but the drainage at the incisions did not improve so vns explant was done. There are no plans to reimplant the patient with a new vns at this time. The patient has recovered from the infection.

Event description:
All attempts to the reporter for additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.